Event description:
Additional information was received. The cause of the por was unknown. The por was cleared out over the phone with the patient. The system was interrogated on (B)(6) 2012 and no error code was available. No code was found for the por and the system was fully functional.

Event description:
A power on reset (por) condition was reported. The error code was not available. There was no known event that caused the por. Additional information was requested. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3387-40 lot v004841 implanted: (B)(6) 2006 explanted: na. Lead model 3387-40 lot v000525 implanted: (B)(6) 2005 explanted: na. Extension model 748251 (B)(4) implanted: (B)(6) 2005 explanted: na. Extension model 37085-60 (B)(4) implanted: (B)(6) 2010 explanted: na. Adaptor model 64001 lot n240190 implanted: (B)(6) 2010 explanted: na. Programmer model 37642 (B)(4). (B)(4).